Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator (ins) exhibited high impedance and loss of stimulation during use, and the issue remained ongoing. Impedance testing showed electrode 7 displayed red and high impedance values were reported for electrodes 1 (37810), 2 (37810), 3 (38010), 6 (37710), and 7 (37810). ¿out of regulation (oor)¿ and ¿settings not available¿ were also reported, and stimulation could not be adjusted. Troubleshooting was performed by moving programmed groups to electrodes with normal impedance values and adjusting all groups to use the right lead only due to the impedance findings; the right lead electrodes were reported within normal limits. The cause of issue was unknown and issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.